Event description:
It was reported that the dexcom g7 sensor data intermittently failed to display on the ilet while remaining available on the dexcom and ilet apps, and the connection re-established spontaneously during the call but had disconnected previously; the user was advised to restart the ilet and consider replacing the sensor, and to monitor for recurrence. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on device pairing and sensor replacement. Investigation of this case revealed an intermittent pairing or connectivity issue limited to the ilet interface, with blood glucose readings unaffected and no evidence of physiological harm. It was concluded, based on previously established findings for similar reports, that user-level connectivity instability was the probable cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.